Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo pen needle clicked twice to indicate delivery, but there was a pool of insulin left on the patients skin. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd autoshield¿ duo pen needle clicked twice to indicate delivery, but there was a pool of insulin left on the patients skin. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: severity: s_1__; occurrence: a complaint history check was performed and this is the 9th related complaint for leakage on lot # 7138641. Customer returned (5) open autoshield duo samples without the tear drop label. Customer states that the device clicked twice indicating delivery of insulin however there was a pool of insulin on patient's skin. All returned samples were tested and all were able to expel properly without any observed leakage. All samples were also activated properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.